Manufacturer narrative:
Follow-up #1: date of submission 04/09/2015.device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: review of the black box data revealed no evidence of power interruption. The black box data revealed records of low battery warning at replace battery alarm occurring at the correct battery alarm and warning thresholds. On examination, the battery cap that was returned with the pump for investigation was missing the spring. The returned battery cap was able to be secured to the pump, however, was unable to maintain power connection due to the missing cap spring. Therefore, the complaint of ¿no power¿ was duplicated during investigation. A test battery cap was used to complete investigation with no further power interruption and no errors, alarms or warnings occurring. During the investigation, low battery and replace battery alarms were simulated and the pump responded appropriately with the correct audio and vibratory alerts. The pump cover was removed for investigation and revealed the interior pump components to be intact without damage, defect or contamination. Unrelated to the original complaint, the battery compartment was noted to be cracked below the bumper pad, and the display was noted to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.